Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported the patient's pump was removed due to broken tubing. No further information was provided. No further complications were reported or anticipated.